Manufacturer narrative:
(B)(4). Batch # m55g46. The analysis results found that one tlc75 reload was received in good visual condition and fully fired. The reload was tested for functionality with a test device and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. Additional information was requested and the following was obtained: on the second firing, were the staples seen in the surgical field? No, none noticed. If yes, what was the shape of the staples (b-formation, irregular, legs straight)? Na. On the second firing, did the device cut? Yes. If yes, was the cut line complete? Yes.

Event description:
It was reported that during a hemicolectomy procedure, the device was fired on the intestine. First fire was ok, second fire, the staples did not go through the tissue. The result was a hole in the intestine. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.